Event description:
It was reported to st. Jude medical that the pt was in ventricular tachycardia and syncopal and had to be externally cardioverted. Upon interrogation of the device, a hardware reset was observed. It was recommended to explant the device.